Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional information: analysis of the returned device shows that during visual analysis, it was visible that the ibt is slightly bent nearby the silver maker on the outer shaft. The shape of the balloon and presence of blood indicates that it has been used in a patient. No other visual problem detected on the balloon. During functional analysis, the balloon was inflated until its miv of 4cc and no hole or leak detected. Based on the information provided, visual and virtual analysis, no problem detected with the ibt. The insertion difficulty is due to the fact that the user tries to re-use the ibt after a first use. Note that ibt are one use only product and therefore, if the ibt is inflated one time, it cannot be re-used and inserted in a cannula.

Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. During the procedure, the surgeon "pulled the balloons out after sufflating them a little bit. Then they wanted to put them in again but it did not work. It looks like that the balloon stopped at the taper. They tried if there was something in the working channels with bone filler and drill about 6 or 7 times. Both go in easily but the balloons couldn't go through. Surgery was completed using other device [balloon kit]."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.